Event description:
Per the clinic, the patient underwent a revision surgery to reposition the electrode and wound debridement due to extrusion of the electrode lead into the external auditory canal. The patient cultures returned positive of bacterial infection at the implant site. Subsequently, the patient was treated with oral antibiotics for the course of 10 days (specific date not reported). The symptoms resolved, and the patient resumed use of the device.

Manufacturer narrative:
This report is submitted on june 14, 2024.

Manufacturer narrative:
Per the clinic, the patient also was placed under general anesthesia to underwent revision surgery.